Event description:
Healthcare professional reported left side rupture. Healthcare professional reported "capsular contracture baker grade 3" and "the fluid seen on prior imaging¿ most likely aspirated or reabsorbed¿. Also reported was a "smaller area of abnormal angiogenesis behind the nipple" which is not considered device related. The device has been explanted and replaced. Treatment is capsulectomy.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "the fluid seen on prior imaging most likely aspirated or reabsorbed"

Event description:
The device has been explanted. Healthcare professional reported "capsular contracture baker grade 3" and "the fluid seen on prior imaging most likely aspirated or reabsorbed.¿ also reported was a "smaller area of abnormal angiogenesis behind the nipple" which is not considered device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.